Event description:
The manufacturer received information alleging a ventilator's internal battery was faulty. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's internal battery was faulty. Initially it was reported to the FDA that the device's internal battery was replaced to address the issue. Upon further evaluation, the device's power management pca was also replaced to address the issue.